Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 11 events were reported for this quarter. 10 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. 8 events were confirmed during testing. 4 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by debris. 1 device was found to be affected by a shattered bearing. 2 events were not confirmed during testing; the device was found to be within specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.